Event description:
It was reported that the patient's home charger melted subsequent to charging overnight (specific date not reported). There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.